Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, two months post implant of this bioprosthetic aortic valve, this device was explanted and replaced due to a left atrial fistula caused by deterioration of the natural aortic annulus resulting in severe paravalvular leak (pvl). Prior to the replacement procedure, the patient's symptoms included dyspnea on exertion and fatigue. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.